Manufacturer narrative:
There were no issues noted when removing the protective sheath or packaging stylette. There were no difficulties during inflation of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion located in the mid lad. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was predilated. The device did not pass through a previously-deployed stent. It was reported that the balloon would only partially deflate following the first inflation. It then clamped down on the wire. It was able to be removed by removing the entire wire and delivery system. No patient injury was reported.

Manufacturer narrative:
Product analysis summary: the balloon returned fully deflated. The inner member from the distal to the proximal markerband appeared bow shaped. It was not possible to load patency mandrel through the guidewire lumen as restriction was noted at proximal markerband. The delivery system returned with contrast visible in the balloon and inflation lumen. There was no stretching evident to the proximal balloon bond. The balloon passed negative prep. On pressurisation of the delivery system to nominal pressure of 12 atm, the balloon inflated with no issues noted. The balloon maintained pressure. The balloon deflated in 6s. Upon deflation of the device, due to the bowing of the inner member, it became snaked. The inner member appeared to narrow at the balloon bond. No other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.